Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported event of a type ib endoleak of the bilateral iliac arteries and the rupture was confirmed. The reported death was unconfirmed due to inconclusive information (medical records denied). Additionally, clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the distal main body occurred that was not included in the event as reported. The reported event is most likely user related, as the type ib endoleaks were most likely due to the off label diameter of the iliac arteries, should be 10-23mm (off label condition). The presence of calcifications and thrombus in the iliac arteries could also have contributed to this event (cautionary product use condition). The type iiib endoleak causation was indeterminate. The stent was dilated, unsure without implant imaging whether the IFU was followed with respect to intra operative ballooning and procedure. The rupture was most likely due to both the type iiib and type ib endoleaks. Procedure related harms for this event could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b1: adverse event/product problem ¿ updated; b5: describe event or problem ¿ updated; d1: product family ¿ updated; d2: product description - updated; d4: model #/lot #/lot expiration date/UDI # - updated; h6: device code ¿ remove 3190; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11; h10: device iteration - updated.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an unknown product sometime in (B)(6) 2019. Approximately six (6) months post initial procedure, the patient presented with a type ib endoleak which led to a rupture. The patient then became hypotensive and before the physician could intervene, the patient expired. There is limited information available regarding the initial reported event. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately six (6) months post initial procedure, the patient presented with a rupture and possible type ib endoleak. While being transferred to a different hospital for re-intervention the patient became extremely hypotensive and expired. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the distal main body occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an unknown product sometime in (B)(6) 2019. Approximately six (6) months post initial procedure, the patient presented with a type ib endoleak which led to a rupture. The patient then became hypotensive and before the physician could intervene, the patient expired. There is limited information available regarding the initial reported event.